Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down. Customer¿s blood glucose (bg) was 800 mg/dl. Customer attempted to address bg with a manual injection; however, customer went to the emergency room (ER) and was subsequently hospitalized. Bg was treated with intravenous saline and insulin. Troubleshooting with tandem technical support indicated that pump was operating as expected and pump had shut down due to the battery not being charged. Customer was released from hospitalization 6 days later with issue resolved.